Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdws0139 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported "in the past week, as the rns are collecting blood from the distal attachment, the y-site allowed air into the tubing which mixed with the blood as it continues up the tubing. A temporary fix has be to add a max zero needless connector clave (mz1000-07) to where the ll hub is connected and the issue was mitigated". Additional information received 02/08/2020 : "a bard safestep huber needle set 22 g 0.75 in lot# asdws0139 was in the patient and rn was trying to draw lab from the distal port. The lab tube had air bubbles in it and stopped drawing, so rn had to put a clave on the proximal port site before the labs were draw normally. It seems the proximal port was sucking in air, which goes to the tubing and into the lab tube with potential harm to the patient."